Event description:
It was reported by the rep the device was used during an unk procedure. It was reported after firing tx60 stapler, the surgeon noted that some of the staples did not form properly. The surgeon used silk suture to oversew the staple line. There was no consequence to the pt.